Event description:
It was reported that the patient experienced lightheadedness. The right ventricular (rv) lead exhibited high thresholds and potential undersensing. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.